Event description:
It was reported by the patient that she underwent total hip replacement with a durom cup. Post-op, she experienced pain and is scheduled to be revised.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.